Event description:
It was reported that multiple cartridge alarms occurred. Reportedly, the customer had followed the prompts during the load sequence and the pump was not outside of the allowable operating altitude range at the time of the alarms. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose ranged from 151-166 mg/dl.